Manufacturer narrative:
An investigation is currently underway. Upon completion, an updated investigation will be provided.

Event description:
The customer reported the power cord on a controller was smoking/caught fire and the fire alarm sounded. No report of patient involvement/injury. No additional information is available at this time. The customer is returning the controller to covidien for investigation.

Manufacturer narrative:
An investigation of scd express compression system was performed on (B)(6) 2015 by the mansfield r+d group for the reported condition of; the unit's power cord began to smoke/caught fire. Upon receipt of the unit, the power cord was inspected. The unit's power cord was sliced through the outer jacket, through one of the current-carrying conductors, and partially through the ground conductor. The smoking/fire of the power cord was likely caused by an arcing within the line conductor or a short between the line and ground. Power cords periodically require replacement due to age, usage, and user damage. Scd express compression system was manufactured on november 02, 2010. A review of the device history record shows this device was released meeting all manufacturing specifications.